Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited low impedance measurements of less than 200 ohms in unipolar and bipolar. The bipolar intrinsic amplitude was 4.1 and the unipolar amplitude was 2.1 volts. The pacemaker was reprogrammed and noted atrial sensing in refractory. Boston scientific technical services (ts) was consulted and discussed the as in will be in refractory due to the programming as the atrial sense falls into atrial ventricular delay period. The field representative has attempted to obtain further information from the clinic without success. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.